Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: * could you please confirm how many devices present the issue (breakage suture)? Ans- 4 foils. * could you please confirm devices availability? It indicates 4 devices return but it indicates that it was discarded, please clarify ans- complaint foils is discarded but hospital was ready to provide same batch no/lot no devices to us for further investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-08944, 2210968-2021-08945, 2210968-2021-08946, and 2210968-2021-08947.

Event description:
It was reported that a patient underwent a varicose vein surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.